Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's paddles did not work and requested a philips representative evaluate the paddle connection. There was no patient harm.